Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in clinic for routine follow-up. Upon device interrogation, the right atrial lead exhibited noise. Oversensing of noise resulted in multiple auto mode switch episodes. All other electrical parameters were normal and stable. The physician elected to take no action at this time; the patient would continue to be monitored.